Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush head fell apart while using / broken toothbrush [device breakage]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that his/her oral-b brushhead, version unknown fell apart while using with an oral-b rechargeable toothbrush, version unknown. The consumer noted that the brush head had broken one month in. No symptoms developed. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
23-apr-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 13-apr-2018. Toothbrush head confirmed to be counterfeit.

Event description:
Report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 23-mar-2018 that his/her oral-b brushhead, version unknown fell apart while using with an oral-b rechargeable toothbrush, version unknown. The consumer noted that the brush head had broken one month in. No symptoms developed. Relevant history: none reported. No further information was provided.